Event description:
It was reported that the customer was taken to the emergency room due to high blood glucose levels, with a reading of 844 mg/dl. It was stated that the customer changed the infusion set due to no delivery alarms, but eventually went on manual injections. The customer declined troubleshooting, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
Unable to down load due to alarms noted in alarm history. Alarms due to corrupted history files. Unable to prime during prime alarm test due to moisture damage noted in force sensor. Unable to perform occlusion and excessive no delivery alarm test due to prime anomaly. Cracked reservoir tube lip and cracked case near display window corners noted during visual inspection.